Event description:
It was reported that the pump failed prematurely. Additional information indicated that there was a syringe not in place error and the clutch needed to be checked for premature wear. No patient was involved

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found the tamper seal removed and the right plunger case was cracked. Review of the event history log found plunger not in place alarm in the history. The investigator could not test for a clutch problem because of plunger not in place alarm at setup for flow test. The cause of the plunger not in place alarm was due to a q1 chip broken off the plunger printed circuit board (pcb). The plunger board was glued down but had broken loose from the case. Replaced printed circuit board and replaced the clutch half's left and right with leadscrew and screw as preventative measure. UDI number was unknown at time of this report.